Event description:
The resolute integrity over the wire (otw) drug-eluting stent was successfully deployed in the lad. During removal of the delivery system, the physician experienced difficulties removing delivery system from the guide wire. Negative pressure was held prior to and during retraction. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: root cause undetermined - limited information available/device not received for evaluation. Device not received for evaluation.